Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was implanted using an unknown delivery system. After 24hours of implantation, the amulet embolized. The amulet was trapped in the left ventricle (lv) under the posterior mitral valve. The amulet was snared with a lasso through the aortic valve and removed percutaneously. After the explant procedure, the transesophageal echocardiogram (tee) showed a aortic insufficiency. The physician mentioned the cause of embolization was switch from atrial fibrillation to sinus rhythm and proximal implantation. The patient was reported as recovering.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of the device embolized into the left ventricle, and mitral regurgitation was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was implanted using an unknown delivery system. The patient had a history of paroxysmal atrial fibrillation. The defect was measured to be 18-19mm, and the size of the device was determined using computerized tomography (CT) scan and micro transesophageal echocardiography (tee). After 24 hours of implantation, the amulet embolized. The amulet was trapped in the left ventricle (lv) under the posterior mitral valve, which was causing grade 3 mitral regurgitation. The amulet was snared with a lasso through the aortic valve and removed percutaneously. The mitral regurgitation was resolved after the explant procedure. After the explant procedure, tee showed grade 2 aortic insufficiency. The physician mentioned the cause of aortic regurgitation was caused by the removal of the device. The physician mentioned the cause of embolization was switch from atrial fibrillation to sinus rhythm and proximal implantation. There was reevaluation scheduled for aortic regurgitation in september. The patient was reported as recovering.